Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch # j1349590; mfg date 2013-05; expiration date 2018-05. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2013 and a drain was inserted into a joint cavity. After the drain was inserted, the skin was closed. Then, a 20 ml intraarticular injection, styptic and painkiller, was administered through the drain, but it failed to inject. There was no adverse consequence to the patient. Additional information was requested.